Event description:
It was reported the pt was experiencing stimulation in the wrong location. Follow up with the health care provider indicated the pt's level of activity was not compliant with post operative instructions. Pt symptoms included shocking. The pt's device was programmed off for a few days and then re-started. There have been no further problems.